Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month post implant, this implantable defibrillation lead exhibited high pacing threshold measurements along with loss of capture. Oversensing was also noted. It was found the lead had dislodged into the atrium. An invasive procedure was performed. This lead was successfully respositioned. No additional adverse patient effects were reported.